Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) in (B)(6) alleging onetouch verio pro meter was displaying an error 4 message. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. The test strips involved in this complaint have been returned and evaluated by lfs product analysis on (B)(4) 2012, with the following findings: the test strips have failed testing, on performance testing with control solution error 4 was observed and no assignable cause found. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was displaying an error 4 message. There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the test strips involved in this complaint have been returned and evaluated by lfs product analysis on (B)(4) 2012, with the following findings: the test strips have failed testing, on performance testing with control solution error 4 was observed and no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.